Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged the device showed a technical failure 300 - device in failsafe. No patient involvement was reported.

Manufacturer narrative:
A technician went onsite to evaluate the device and was able to confirm the reported malfunction. It was concluding that the inspiration block assembly required replacement. The block was replaced, which resolved the reported malfunction. Correction - d1 UDI# added.